Event description:
Customer reported he has been having unexplained high blood glucose and no delivery alarms. Customer's blood glucose is 444 mg/dl. He is unable to treat due to the no delivery alarm. Customer experienced thirst. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. For the no delivery alarm, customer ran a five unit fixed prime and insulin exited the tubing. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.